Event description:
It was reported that approximately one month post implant, the ventricular lead had poor pacing and sensing performance, and high thresholds. It was further reported that the lead had dislodged and the patient had developed atrial fibrillation. The physician decided to replace the lead, with an active fixation lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found; full lead was returned for submission. Further testing revealed proximal conductor distorted, proximal conductor had blood/body fluid (not obstructed), outer insulation breached cut, and apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found; full lead was returned for submission. Further testing revealed proximal conductor distorted, proximal conductor had blood/body fluid (not obstructed), outer insulation breached cut, and apparent explant damage.

Event description:
It was reported that approximately one month post implant, the ventricular lead had poor pacing and sensing performance, and high thresholds. The physician decided to replace the lead, with an active fixation lead. No patient complications have been reported as a result of this event.